Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. It was reported that the physician tried to retract the needle of the subject device, but the needle could not be retracted into the sheath. The physician was retrieved the subject device from the patient together with the endoscope. The procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01412 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 30, 2017, it was found that the needle and the stylet were detached from the subject device. The needle was buckled at 132 mm and 175 mm from the distal end. There was no abnormality of the bonding condition at the needle fixing part. The device history record for the lot indicated no abnormality with the event-related items. Based on the past similar cases, the needle might be unable to retract into the sheath because the needle was detached from the needle slider. It is assumed that the detachment of the needle from the needle slider was caused by the following mechanism: the needle was buckled when the subject device was taken out from the sterile package, when it was inserted into the endoscope, or when it was withdrawn from the endoscope. The needle could not be moved due to the buckling. The user pulled the needle slider using excessive force to retract the needle. The detachment of the needle occurred because the needle was subjected to an excessive load. The instruction manual of the device has already warned as follows: if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.